Manufacturer narrative:
Additional information: d9, h3, h6. H3: product analysis: product# (B)(4) lot# h5613219 only one small portion of the implant returned for analysis (~8mm). Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with brittle overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with lcs suggested for spinal therapy. Event occurred intra-op. Levels implanted l4/5. It was reported that the cage broke during insertion into l4 / 5. Fragments were remaining in the patient. Only the broken pieces were removed from the patient body. Partial explanation was done. Device is being returned. No patient symptoms or further complications reported. Update ; procedure used was l2-5 olif, t10-s2ai posterior fixation due to adult spinal deformity. There are no plans to remove the rest of the cage in the patient. Update ; the cage broke at the part that gripped by inserter when being inserted into l4 / 5. The fragments were removed, but most of the cage remains inserted. The inserter used was (B)(4), it was said that no abnormality was found with the inserter.